Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. Patient called because she wanted to know if the device can be removed. Patient said she is going to have back surgery so was wondering if the device could be removed. Patient said the device stopped working in 2010. Patient called back again and asked about why MRI labeling was written the way it was. Patient also added to what was already reported that the device does not work for her pain and she has a back surgery coming up so the dr. Told he can just remove it at that time. It was reviewed if the entire system was removed she would be able to have an MRI again if a healthcare professional (hcp) ordered it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.